Manufacturer narrative:
Spatz could not complete the investigation since the defected part was not available for examination. From description it is not clear whether the laceration was existing or caused by the device,

Event description:
The endoscope grip adapter came with a tear so new incisions were made to attach it to the endoscope, at the time of implantation an internal lacerationobserved, and when checking again with the endoscope I observed. The doctor decided not to implant the balloon due to the patient's risk of vomiting. He also mentioned that he had a previous diagnosis of erosive duodenitis and h pylori along with a smoking habit. The patient was hospitalized for 2 days with discomfort in the cervical region radiating back with moderate dysphagia, zero regimen and discharge with analgesic management.

Event description:
The endoscope grip adapter came with a tear so new incisions were made to attach it to the endoscope. At the time of implantation an internal laceration was observed, and when checking again with the endoscope it was observed that the patient had lacerations, but he wasn't perforated. The doctor decided not to implant the balloon due to the patient's risk of vomiting. He also mentioned that he had a previous diagnosis of erosive duodenitis and h pylori along with a smoking habit. The patient was hospitalized for 2 days with discomfort in the cervical region radiating back with moderate dysphagia, zero regimen and discharge with analgesic management.

Manufacturer narrative:
Spatz could not complete the investigation since the defected part was not available for examination. From description it is not clear whether the laceration was existing or caused by the device,